Event description:
It was reported that a patient experienced pain at the implantable neurostimulator site since the implant, with the site located at the belt line, and also reported a return of pain. The pain was ongoing and not resolved. A device revision was planned as a pocket revision to move the implantable neurostimulator from the belt line to the flank area. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.